Event description:
It was reported that during an unknown procedure the three devices had the same issue, solid tone with error code '5'. Reinstalled but still had same problem. Changed to the fourth one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a solid tone with an error code 5. The device was activated with the generator and an error code 5 was displayed. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. It is possible that the unexpected noise heard could be the solid tone emitted when the blade becomes damaged. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.